Event description:
A surgeon reported a patient who had suboptimal near vision following an intraocular lens (iol) implant surgery. The lens was exchanged for another model the surgeon stated that the patient had a monofocal lens in one eye and a multifocal lens in the fellow eye; and felt the patient was unable to adjust to the combination of lenses. In a follow-up, the surgeon reported that he was unsure if the iol was the cause of the issues or whether the patient could not adjust to the iol.

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent in the gusset and distal region. A loose particulate was observed on the anterior optic surface. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/11/2008, 11/12/2008, and 11/17/2008 by phone, fax, and mail. A completed questionnaire was received on 12/01/2008. This report was mailed to FDA on: 12/10/2008.